Event description:
A malfunction was reported on the pump by the customer, with codes malf 9, 12, and 16 noted. There was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. The customer performed a pump reset on their own, and cts facilitated resolution by sending a replacement pump. Customer reverted to an alternative method of insulin therapy.